Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
This MDR is being opened in association with the alleged event filed by the patient's attorney in associated MDR number 1018233-2013-00625 and 1018233-2013-00626. There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's intraop record. Per litigation received on (B)(4) 2013, the patients attorney alleged a deficiency against the device.